Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump usb port was observed to be damaged, and the pump will no longer charge. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.